Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed a "defib pad short" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The reported malfunction was observed during review of the activity logs. However, the reported problem could not be duplicated with the device. The device was recertified and returned to the customer. Review of the device activity log did confirm the reported message; however, it could not be firmly established as a device malfunction as the electrode pads were not returned as part of this investigation. Analysis of reports of this type has not identified an increase in trend.